Event description:
Customer's daughter reported a delivery issue involving a replacement meter and noted she went to visit her mother (customer), but noted she was initially unresponsive. When she realized her daughter was there, she attempted to get out of bed and fell. It was also reported customer experienced a seizure. Paramedics were called and they transported customer to a local hospital. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Case involves a delivery issue, so no product will be returned for investigation.